Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.

Manufacturer narrative:
The manufacturer previously reported a ventilator would not function due to the device's system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. The root cause of the system board failure was found to be consistent with program corruption on the system board.

Event description:
A MFR received info from a third party service center alleging a ventilator would not function. There was no harm or injury reported.